Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, elevated pacing thresholds were noted on the right ventricular (rv) lead. Chest x-ray showed the rv lead had dislodged. The lead was explanted and replaced. The patient was stable.